Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the probe was returned on this investigation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A potentially relevant nonconformance was found but was later determined to be irrelevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The laser probe was received for this investigation. A visual assessment of the returned sample revealed a non-conforming tip. Sample testing was performed and revealed excess adhesive on cannula-nitinol junction. The root cause of the reported event is attributed to excess adhesive on cannula-nitinol junction. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a retinal procedure an ophthalmic laser probe was not entering into the trocar system. Procedure was completed using another product. There was no patient harm.